Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 false positive results for acinetobacter calcoaceticus-baumannii complex were obtained from the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic). There was no indication that results were reported, and there was no patient impact. The following information was provided by the initial reporter: "it was reported that in the last two weeks the customer has had 4 positive blood cultures on lot 1160620 exp 3/31/22 that show acinetobacter calcoaceticus-baumannii complex on bcid2 biofire panels." "Customer stated that was no patient impacts".

Event description:
It was reported that 4 false positive results for acinetobacter calcoaceticus-baumannii complex were obtained from the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic). There was no indication that results were reported, and there was no patient impact. The following information was provided by the initial reporter: "it was reported that in the last two weeks the customer has had 4 positive blood cultures on lot 1160620 exp 3/31/22 that show acinetobacter calcoaceticus-baumannii complex on bcid2 biofire panels." "Customer stated that was no patient impacts."

Manufacturer narrative:
H6: investigation summary customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification bdic/bcid2 panels. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. Batch has been previously investigated for the reported defect. No additional testing is required at this time. Complaint is unconfirmed based on retention samples and batch history record review results. H3 other text : see h10.